Event description:
It was reported by a customer on (B)(6) 2011 there was a decrease in fiber vaporization at 184,899 joules. Also, the customer reported the fiber tip was damaged. No pt injury was reported.